Event description:
Pt developed a nodular rash involving both legs and spreading to back and torso which started two days after 8th pc tx in 2001 and increased over over next 2 days. Four days after 8th treatment prednisone dose was increased from 10 to 60 mg/d x 2 days. Initially renal function was stable. One week later the co was notified that pt was hospitalized with anuria, treated and is now back to base line with creatinine 1.8 mg/dl. No renal biopsy done but nephrologist feels it is a recurrence of lupus nephritis which this pt had 5 years ago. The pt also developed a dvt and tested positive for lupus anticoagulant.